Manufacturer narrative:
The reported event of over-sensing was not confirmed. The device above elective replacement indicator (eri) level was received for analysis. Electrical and mechanical analysis, sensitivity evaluation, longevity assessment and visual inspection were normal with no anomalies found.

Event description:
Related manufacturer reference numbers: (B)(4). It was reported, that the patient presented in clinic. For right ventricular (rv) lead revision. It was noted, that the pacemaker and rv lead exhibited noise over-sensing. During procedure, it was observed, that the rv lead further exhibited externalized conductor. The pacemaker and the rv lead were explanted and replaced. Patient condition was stable.